Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for greater than 96 months with no record of factory service during this period. We will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the report of footed portion being damaged by tool contact. It was reported there was no patient involvement, and the device damage was identified during set up prior to use. Repair request escalated to a product event based on reason for return. On follow up, it was reported there were no additional or non-routine actions taken as a result of the damage. A back up device was used with no delay in the procedure. The name of the initial reporter was provided.